Event description:
It was reported to philips that the system was unable to start up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use at the time of event occurrence and vascular procedure was completed using another system. The field service engineer (fse) inspected the system onsite and performed a software reload along with restoration of the system configuration from a backup. A review of system log files indicated a software problem, confirming the reported issue. After reloading the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.